Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where a new user was unable to log into pyxis. A technical support specialist (tss) followed the knowledge article how to install server certificates and binded the new certificate, after which existing users were able to log in successfully. However, the issue persisted for newly created users, who continued to receive an unable to authenticate error despite proper password verification. The customer recreated the active directory (ad) account with different credentials, and the new user account was visible in the pyxis server with roles and areas assigned. However, authentication continued to fail when accessing specific areas. The tss reviewed authentication logs and observed invalid credential errors, confirming that the issue was isolated to newly created users. It was determined that the likely root cause was a stale or duplicate user record causing a domain mismatch between active directory and the pyxis system. The tss recommended corrective steps, including recreating the user account in active directory to ensure proper synchronization, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where a new user was unable to log into device, displaying an unable to authenticate error. The issue affected new users, as their credentials were not syncing from active directory to the server. However, there were no delays, adverse events or injuries reported based on this event.